Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: blood glucose (bg) values below 50 mg/dl were recorded by continuous glucose monitor (cgm) from 11:29-11:39 am on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed at 8:25 pm on (B)(6) 2019. During the provided date range of (B)(6) 2019 to (B)(6) 2019, user made adjustments to personal profile settings, both increasing and decreasing total basal insulin, and set several temporary rates at 50% of basal insulin. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) of 50 mg/dl. Reportedly, customer believed pump may have delivered more insulin than intended. However, tandem technical support reviewed t:connect pump data and did not find any discrepancies with insulin delivery. Contact acknowledged data. Recommendation was made by tandem technical support to consult healthcare provider regarding pump settings.